Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The insulin pump was received missing the end cap sticker, with minor scratches on the display window, with a cracked case at the display window corners and reservoir tube window corners, and with a broken reservoir tube lip.

Event description:
It was reported that the customer has gastroparesis as a result of her diabetes. She experienced a high blood glucose level of 339 mg/dl. The customer saw white specs in the tubing. She believed she was not receiving insulin. The insulin pump's dome sticker was missing. The reservoir had six air bubbles. The product was returned. Nothing further to report.